Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the restrictions in flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a connector tego¿ where it was reported that during the patient's disconnection from hemodialysis therapy, at the moment of saline infusion into venous lumen of the catheter, resistance was felt, and the saline solution did not pass. Upon inspecting the connector, the silicone of the bio connector, apply silicone, r1-1161, xiameter pmx-200 silicone fluid 100,000 cst, was found to be wrinkled. Therefore, following sterile technique and according to the protocol, both bio connectors were replaced. There is no sample available for investigation. The event occurred during use with a woman patient, whose initials are cctl, aged 27 years, however, there is no patient harm reported.